Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had battery not lasting 7 days multiple times and had motor error one time and insulin pump sprayed out while priming in past. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.